Event description:
A past high blood glucose event was reported by the customer, though the specific highest value was labeled as "high" and unknown. There were no adverse effects on the customer¿s blood glucose level beyond the high event reported. To address the issue, the customer administered a correction bolus using the pump and a correction injection via multiple daily injections, while technical support closed the case.